Event description:
It was reported that this pacemaker experienced a loss of capture during an implant procedure. Data analysis was requested and all recorded daily readings were pre-implant and there were no faults. No patient adverse events were reported. Another pacemaker was successfully implanted.

Event description:
It was reported that this pacemaker experienced a loss of capture during an implant procedure. Data analysis was requested and all recorded daily readings were pre-implant and there were no faults. No patient adverse events were reported. Another pacemaker was successfully implanted.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.